Event description:
Clinical trial database. Unruptured basilar tip aneurysm coiling with 10 axium coils. Qc-8-30-3d, qc-5-15-helix, qc-4-12-helix, qc-3-6-helix, qc-3-6-helix, qc-2-8-helix, qc-2-4-helix, qc-2-2-helix, qc-2-2-helix, qc-4-8-helix. Adverse event noted: wire for stent blocked in posterior choroidal artery. Thalamic infarction. Hemorrhagic transformation, death in 2 days.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Axium registry information. Foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective multi-center in many countries. Enrollment started in 2008; enrollment ongoing n = 166; target 300 patients MDR numbers: 2029214-2008-00207 to 2029214-2008-00237. See scanned pages.